Event description:
Event description guidant received information upon interrogation of this pacing system, after this patient presented to the hospital, that the right ventricular lead displayed impedance measurements greater than 2500 ohms in the bipolar configuration. The lead was programmed to the unipolar configuration and an electrogram appeared to indicate the lead was unable to capture the myocardium. A lead fracture was suspected and a revision procedure was scheduled for later that day. The lead was explanted and successfully replaced. The lead was returned to guidant for analysis.